Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy drug eluting stent was selected for use. However, upon unpacking, there were stent struts on the proximal end found to be lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine.